Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that the reported separation and treatment appears to be related to the circumstance of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion in the ostial right coronary artery with heavy calcification and no tortuosity, pre-dilatation was performed. An unspecified stent was implanted and a non-abbott balloon was used for ostial portion of the vessel. Then a 5.0x12 mm nc trek otw balloon dilatation catheter (bdc) was advanced to confirm wall apposition of the previously implanted stent. The balloon was inflated and deflated twice without issue and withdrawn from the patient anatomy without resistance. After withdrawal of the 5.0x12 mm nc trek otw bdc, something was noted to be hanging from the guide catheter on fluoroscopy. The balloon had separated with the distal shaft included and remained in the patient anatomy. It is unknown when the separation occurred. A snare device was used to successfully retrieve the separated portion of the device. No further treatment for the vessel was performed. Reportedly, no resistance was noted when the stylet and protective sheath were removed from the 5.0x12 mm nc trek bdc prior to use. Post procedure, the patient was doing fine. There was no clinically significant delay in the procedure. No additional information was provided.